Manufacturer narrative:
Samples were serum collected in sst tubes and centrifuged for 10 minutes at 3000 rpm. Qc was within specifications and a system check performed on the day of the event passed. A field service engineer (fse) was on-site (B)(6) 2009: fse verified the pipettor alignments, ultrasonics and temperature verification. After rebooting the system an error was posted to the event log. Fse then replaced the luminometer cable and adjusted the voltage to meet specifications and verified the repair per established procedures which met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneous fast thyroid stimulating hormone (ftsh) result generated by the access 2 instrument for one patient. A patient sample when tested gave a ftsh result of 0.37uiu/ml and repeated at 0.10uiu/ml. The erroneous result was not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.